Event description:
It was reported that the patient presented in the hospital after a fall due to syncope that resulted in hematoma on the left arm and back. Noise and pacing inhibition was noted on the high ventricular rate and noise reversion episodes. Noise could be reproduced with isometrics. During lead revision procedure on (B)(6) 2015, an insulation anomaly was noted on the ventricular lead and the lead also exhibited loss of capture. The lead was capped and replaced. The procedure was completed without complications. The patient was stable post procedure.

Manufacturer narrative:
(B)(4).